Event description:
Reported due to retroperitoneal bleed. The physician attempted an arteriotomy closure with a perclose proglide device following an interventional procedure treating a non q-wave myocardial infarction. The device had an unknown failure. The site had not been verified under fluoroscopy prior to the use of the device. The staff attempted to achieve hemostasis by applying a femstop device. At some time following the procedure the pt complained of leg pain and became hypotensive. The pt went into respiratory failure and cardiopulmonary resuscitation was initiated and the pt was placed on a ventilator. The pt was diagnosed with a retroperitoneal bleed by CT scan and required a blood transfusion because of decreased hemoglobin. It is unknown how the retroperitoneal bleed was treated. During the pt's hospitalization they were also diagnosed with pneumonia. Although requested, no additional info was provided.